Event description:
A physician attempted an arteriotomy closure using the starclose device after an interventional procedure in the common femoral artery. The doctor exchanged the introducer sheath. When taking out the guidewire from the starclose exchange sheath, the "valve did not close properly and a stream of blood reached his assistant." Closure was achieved with the starclose device. There was no patient injury reported.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.